Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. There was no impact to the customer's blood glucose level. A replacement wall adapter was sent to the customer. Follow up with the customer confirmed that the pump was able to be completely charged using the replacement wall adapter and no further issues were noted.